Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary finding of a broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub and the pitch cable crimp was not missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video of the instrument was provided for review. A review of the instrument log for the cadiere forceps instrument (pn# 470049-06 lot# n10181228-0119) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3519. The alleged event occurred on the 7th use of the instrument. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported during a da vinci-assisted right colectomy surgical procedure, a loose steel cable on the cadiere forceps instrument was identified as it stopped following commands. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.